Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited non-sustained ventricular tachycardia episodes and an increased sensing integrity counter (sic) following the placement of a ventricular assist device (vad). The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.